Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 8840, serial# unknown, product type programmer, physician; product ID 8780, serial# (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).

Event description:
The hcp later reported it was a user error and no harm to the patient. The hcp went back in and add the information correctly. The patient was well and has continued to receive effective therapy.

Event description:
The hpc reported they were switching back to morphine and programmed a bridge bolus but the dose on the printout was showing as the new and not the old drug with a duration 212 hours which was incorrect. The hcp updated the pump after the concentration change was made and then went back in and did the bridge and then the dilaudid did not show up anymore. Device troubleshooting was performed. There was no therapy issues. The pump delivered dilaudid (hydromorphone) .2mg/ml 0.11215mg/daycurrent, and morphine 2.2mg/ml .5mg/day new